Manufacturer narrative:
All buttons function properly, however moisture damage was found on keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call, that the numbers on the insulin pump scroll, without any input from the customer. Customer's blood glucose level at the time 62 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.